Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed a tiny black fiber located on exterior surface of the lower film-wrap at the lower part of the device's bladder. The black fiber was not in the fluid path. The reported condition was verified. The cause of the issue was related to manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric had particulate matter. There was a black fiber seen at the bottom of the ballooned section. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: lot #: the alleged lot number 24l0187 does not appear in the database. E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.